Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 30-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of low back pain ("low back pain") in a 42 year-old female patient who had essure inserted (lot no. 948843). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. In 2013 she was found to have weight increased ("constant weight gain for the past 10 years"). In 2014 she experienced insomnia ("insomnia for the past 9 years"). In 2020 she experienced low back pain (seriousness criterion medically important), tendonitis ("tendinitis"), arthralgia ("joint pain") and dorsalgia ("dorsalgia"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to insomnia, weight increased, tendonitis, arthralgia, low back pain or dorsalgia. The reporter commented: the patient had insomnia for the past 9 years, constant weight gain for the past 10 years, tendinitis, joint pain, low back pain and dorsalgia for the past 3 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 30-jun-2023. The most recent information was received on 12-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of low back pain ("low back pain") in a 42 year-old female patient who had essure inserted (lot no. 948843). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013, she was found to have weight increased ("constant weight gain for the past 10 years"). In 2014, she experienced insomnia ("insomnia for the past 9 years"). In 2020, she experienced low back pain (seriousness criterion medically important), tendonitis ("tendinitis"), arthralgia ("joint pain") and dorsalgia ("dorsalgia"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to insomnia, weight increased, tendonitis, arthralgia, low back pain or dorsalgia. The reporter commented: the patient had insomnia for the past 9 years, constant weight gain for the past 10 years, tendinitis, joint pain, low back pain and dorsalgia for the past 3 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. Lot number: 948843 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jul-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.